Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an 8-year-old user of the ilet bionic pancreas experienced frequent low blood glucose events while using a dexcom g7 cgm, with a lowest value of 70 mg/dl lasting about 30 minutes and a highest value of 350 mg/dl lasting about an hour; the guardian sought assistance with pump adjustments, and education on treating lows and pump use was provided with additional training assigned. Symptoms included tiredness during the event. Outcomes included self-treatment of hypoglycemia with oral carbohydrates and use of backup insulin dosing without need for professional medical intervention or assistance beyond routine guardian support. Investigation included user education and troubleshooting focused on hypoglycemia treatment and pump operation. Investigation of this case revealed that hypoglycemia episodes were attributed to overtreatment behaviors during low glucose management rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user technique and therapy management contributed to the events.